Event description:
Covidien received a report of an audio problem from a biomedical engineer on (B) (6) 2009. Based upon updated information received on 09/02/2009, a n-560 had no audio. The unit was in use on an infant. No patient harm was reported, the n-560 was changed out as soon as the problem was noticed.

Manufacturer narrative:
The serial number is not available, and the caller no longer had the unit to return to covidien for investigation.